Event description:
Upon receipt of the device, the user reported that the medal bracket between the housing and the control board was upside down. The user reported the module was disassembled and reassembled correctly. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.